Manufacturer narrative:
(B)(4). This ipg serial number was included in field advisories. 1627487-07262012-002-r; 1627487-12192011-003-r. (B)(4).

Event description:
It was reported the patient did not recharged the scs system for approximately 4 months. As a result, the ipg will no longer communicate with any external devices. Reportedly, the sjm representative meet with the patient and confirmed the issue. Surgical intervention may be undertaken as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified surgical intervention was undertaken on (B)(6) 2015 during which time the ipg was explanted and replaced with a new model. The issue is resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.